Manufacturer narrative:
Evaluation summary: as received most of the valve tissue was cut off. Approximately 3-4mm of tissue remains intact along the attachment of leaflets 1 and 3. Two pieces of tissue were returned along with the valve; they are most likely from the missing leaflets. The pieces measure to an average of 1cm by 7mm. Leaflet 2 exhibits a disruption in the tissue, at the free margin and into the cusp area. It measures to total distance of approximately 12mm. The disruption is similar in shape to the letter "u". However, the disruption overall shape is jagged. Approximately 90° corner is evident in the disruption. The edge of the disruption is smooth and even. The observations strongly suggest that the disruption noted in leaflet 3 is due to a cut most likely at explant. Moderate to heavy host tissue is evident at the stent inflow. The valve as received cannot be evaluated nor is it suitable for functional testing. The returned device was examined visually and with a light microscope (asset # (B)(4)), digital microscope (asset# (B)(4)). The x-ray used met ID# (B)(4), ruler ID# (B)(4). Additional manufacturer narrative: the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Method: x-ray.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: a device history record review is in progress.

Manufacturer narrative:
Corrected data: the evaluation summary was corrected and should read as follows: evaluation summary attached: as received, most of the valve tissue was cut off. Approximately 3-4mm of tissue remains intact along the attachment of leaflets 1 and 3. Two pieces of tissue were returned along with the valve. They are most likely from the missing leaflets. The pieces measure to an average of 1cm by 7mm. Leaflet 2 exhibits a disruption in the tissue at the free margin and into the cusp area. It measures a total distance of approximately 12mm. The disruption is similar in shape to the letter "u". However, the disruption overall shape is jagged. An approximate 90° corner is evident in the disruption. The edge of the disruption is smooth and even. The observations strongly suggest that the disruption noted in leaflet 2 is most likely due to a mechanical cut. Moderate to heavy host tissue is evident at the stent inflow. The valve, as received, is not suitable for functional testing.

Event description:
Reportedly, the device was explanted after an implant duration of approximately 10 months due to aortic regurgitation. The report was translated and reads: it was reported that a magna 3000j19mm was implanted for aortic valve replacement (avr) to correct aortic stenosis (as) on (B)(6) 2010. At the implant, there was no defect found on the annulus or leaflets and the operation completed without any problems. However, it was suddenly diagnosed as aortic regurgitation (ar) positive in (B)(6) 2010. In (B)(6) 2010, right pleural effusion was observed and steroid was administrated. In (B)(6) 2011, level IV+ aortic regurgitation and heart murmur was confirmed. In (B)(6) 2011, heart catheterization was performed and heart failure and ar was confirmed. On (B)(6) 2011, magna 3000j19 was explanted for avr due to ar. At the explant, approximately 10mm tear was observed on the left coronary cusp. The surgeon excised other two leaflets that did not have any defects. It was an explant at less than a year after the implant and there was neither calcification nor infection. Tear was observed at the unnatural location.